Event description:
It was reported that a pt underwent a pelvic floor repair procedure in 2007. One month later, the pt was diagnosed with cystitis and treated with tabanic.

Manufacturer narrative:
Conclusion: no conclusion can ben drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches submitted for this device and for this pt. See also medwatch 2210968-2007-00961.